Event description:
It was reported that interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) during pre-implant preparation, noted a message indicating a potential product performance issue. Analysis of device memory noted a memory anomaly and subsequent device reset. Boston scientific technical services (ts) recommended not implanting the device and recommended returning for detailed analysis. The device was not used for implant and another device was successfully implanted. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. Review of stored device memory confirmed a memory anomaly followed by a device reset occurred and was determined due likely be due to a single event upset and was corrected following the reset. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Detailed analysis was unable to determine the root cause of the memory anomaly that was corrected by the device reset.

Event description:
It was reported that interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) during pre-implant preparation, noted a message indicating a potential product performance issue. Analysis of device memory noted a memory anomaly and subsequent device reset. Boston scientific technical services (ts) recommended not implanting the device and recommended returning for detailed analysis. The device was not used for implant and another device was successfully implanted. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. It was reported that analysis of this device was completed.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. Review of stored device memory confirmed a memory anomaly followed by a device reset occurred and was determined due likely be due to a single event upset and was corrected following the reset. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Detailed analysis was unable to determine the root cause of the memory anomaly that was corrected by the device reset.

Event description:
It was reported that analysis of this device was completed.